Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30. Patient identifier: (B)(6).

Event description:
The customer reported a false positive architect sars-cov-2 igg result for a patient. The following data was provided (reference range = < 1.40 s/c is negative, >/= 1.40 s/c is positive): on (B)(6) 2020 sid (B)(6) = sars-cov-2 igg = 2.40 s/c (positive); sars-cov-2 igm = 0.47 s/c (cutoff is < 1.00 s/c). The clinician was questioning results because patient obtained a negative result for both sars-cov-2 igg and igm back on (B)(6) 2020. The customer repeats the sample from (B)(6) 2020 and generated sars cov-2 igg results of 0.44, 0.49 s/c (negative). The customer reported a false negative architect sars-cov-2 igg result for a patient. The following data was provided on (B)(6) 2021: sid (B)(6) = initial result = sars-cov-igg = negative, sars-cov-2 igm = negative; repeat result = igg = 4.54 s/c (positive), igm = 9.36 s/c (positive) there was no impact to patient management reported.

Manufacturer narrative:
After further review, the false negative architect sars-cov-2 igg result for sid (B)(6) has been submitted under the MDR report number 3008344661-2021-00017-00 and all further information and evaluation will be documented under that MDR number. (B)(4).

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for an observed false positive patient result when using architect sars-cov-2 igg reagent lot 23470fn00 included a search for similar complaints, and the review of the complaint text, trending data, labeling and device history records. Return testing was not completed as returns were not available. A ticket search by lot did not identify an increase in complaint activity for the issue of false positive results. In-house specificity and sensitivity testing of reagent lot 23470fn00 was completed using retained samples of the complaint lot. All specifications were met indicating the lot is performing acceptably. Device history record review of lot 23470fn00 did not show any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. In this case sid (B)(6) tested on (B)(6) 2020, produced an igg result of 2.40 s/c and an igm result of 0.47 s/c. The sample originally tested negative on both assays when it was drawn on (B)(6) 2020. A repeat of the sample drawn on (B)(6) was negative for igg (0.44, 0.49). The initial sample from (B)(6) was tested and was negative. A value was not provided. A repeatably test was performed on the sample with all negative results. A repeatability test was also performed on a positive sample which was positive. No additional patient information was provided. Results should be used in conjunction with other data; e.g., symptoms, results of other tests and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg lot number 23470fn00 was identified. Expiration date initial: updated: 5/26/2021 device mfg date initial: updated: 12/4/2020.

Manufacturer narrative:
This follow up is submitted to populate with data that had previously been provided. There is no change to the content of the data.